Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Customer adjusted the auto-off safety feature to address the issue. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.